Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead became stuck near the valve. As the rv lead could not be removed, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.